Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during and post procedure. It was reported that the pt developed hypotension and bradycardia during a left common carotid artery stenting procedure. The pt was treated with atropine and both events resolved during the procedure. Hypotension recurred post-procedure and resolved three days later after treatment with levophed, prolonging hospitalization. The post-procedural hypotension resolved in 2008. The pt was discharged four days later. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
The stent remains in the pt. The lot # was provided. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.